Event description:
It was reported while using the cool path catheter during an ablation procedure the irrigation port fell off the handle. The catheter was being used with a stockert generator and a pump running at 30ml per minute when high temperatures were noted on the generator. The catheter was removed and replaced with a coolflex catheter and the procedure continued without consequences to the patient.

Manufacturer narrative:
Approximately (B)(6) years old. We are in the process of evaluating this device. When our investigation has been completed a follow up report will be submitted.